Event description:
A patient reported that they had a urinary tract infection. They were given medication that helped a great deal and the uti is better. The patient did not feel as though they were back to where they were when they finished the weekly sessions on (B)(6) 2016. Their first maintenance session was on (B)(6) 2017. Their symptoms were worse than before. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.